Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional clarified rupture for right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device ruptured during implant surgery". Device was not implanted. Surgery was completed with a back up device.

Event description:
Healthcare professional reported "device ruptured during implant surgery". Device was not implanted. Surgery was completed with a back up device.